Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was insufficient blood draw volume in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary : bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode of underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify an exact root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was insufficient blood draw volume in an unspecified number of devices. There were no health consequences or impacts reported.